Manufacturer narrative:
(B)(4).

Event description:
This patient had two syncopal episodes with vt that degraded to vf. The patient was admitted to the hospital on (B)(6) 2016 and the patient drug therapy has been changed. The patient remains in the hospital and as additional information is provided, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.